Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios: omnipod software app version: 2.0.2, operating system: 18.5, hardware: iphone17.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158."

Event description:
The patient's mother reported that the patient was hospitalized for diabetic ketoacidosis after experiencing headache, stomachache and lethargy symptoms. On the prior day of hospitalization, the patient went swimming which caused the adhesive to loosen and a bandage / patch was applied over the pod to help it to stick better to the skin. It was realized that the cannula was not in the skin and that it could have come out while the patient was sleeping and that caused high blood glucose (bg) levels (unknown value, greater than 250 mg/dl) and ended up being hospitalized. Additionally, the pod would switch from automated mode to manual mode whenever the patient was experiencing high and/or low bg. Patient was admitted for observation and received saline and insulin as treatment. Patient's hospital stay length was for about 27 hours.